Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a pump reset and assisted the caller with the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur.